Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Can you please provide a timeline of events? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that staple line bleeding stopped in a gastrectomy from primary operation . There was bleeding at gastrojejunostomy. There were patient consequences. The patient had to return to the theatre to have diathermy stopped. It was reported that the surgeons comments were he chose the incorrect staple height. He said he should have chosen a white reload.